Event description:
It was reported that during an a-fib procedure, while the customer was delivering rf energy around the left pulmonary veins it was noticed that the patient's blood pressure dropped. The physician used the soundstar catheter and a pericardial effusion was confirmed. The procedure was stopped and a pericardiocentesis was performed. Approx 800 ccs of blood was drained from the pericardial sac. Protamine was administered and the patient was admitted overnight in ICU (intensive care unit) for observation. The patient was reported in stable condition. Per physician's opinion the prognosis of the patient was fully recovered and regarding the causality of the event as possible procedure related.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4); soundstar 10f-90 us catalog #: sndstr10g lot #: unknown; c3 nav variable lasso us catalog # ln222515ct lot #: 15469340l; c3 ez steer cs with auto ID us catalog #: bd710df282ct lot #: 15438043m; (B)(4).